Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise and the large knob was articulated clockwise. A functional assessment was performed. The reported complaint incident of ¿inadequate visualization ¿ poor image quality¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the live image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The investigation concluded that the complaint could not be confirmed since, following a detailed device analysis, the condition of the returned unit was not consistent with the reported complaint incident of ¿inadequate visualization ¿ poor image quality.¿ the device was analyzed as ¿working channel sleeve protruding from spyscope ds.¿ based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the spyscope ds was used for observation and biopsy of the suspected bile duct cancer, the spyscope ds image became cloudy. The catheter was removed from the patient, the lens of the spyscope ds was wiped off and internal flushing was performed; however, the image did not improve. Reportedly, there was no visible damage with the device. The procedure was still completed using this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.